Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2006 - the pt underwent repair of a recurrent ventral incisional hernia with a composix e/x mesh.

Manufacturer narrative:
The devices associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. A morbidly obese pt underwent recurrent ventral incisional hernia repair with a composix e/x mesh on (B)(6) 2006. Medical records note that the pt had two previous surgical repairs on (B)(6) 2005 and (B)(6) 2006 with non-bard products. Currently, it is unknown whether the device may have caused or contributed to the alleged event. It is unclear whether the pt's medical and/or surgical history may have contributed to the event. The medical records provided are very limited, but does not indicate a device failure and there is no indication of explant so the composix e/x mesh appears to still be implanted. No sample has been returned for evaluation. Based on the information provided, no conclusions can be drawn.